Event description:
It was reported the programmer kept shutting down on the physician during device checks. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis was unable to duplicate the reported event. The programmer was able to interrogate devices, with no fault found.